Manufacturer narrative:
The reported complaint was confirmed. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the uas latch assembly. The pm was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered a broken latch on ultrasonic air sensor (uas). There was no patient involvement.